Event description:
Pt was being treated for a syncope of unknown origin. The base study was done with 2 catheters and isoprel. The atrial study was done with a hra catheter and a his catheter, then the his catheter was moved to the right ventricular apex. All catheters were removed and the ensite ec1000 catheter was inserted into the heart. An ablation catheter was inserted into the heart. The geometry was made and 3 segments were recorded. The patient's blood pressure dropped and the ensite catheter was removed. Act level at this point was recorded as greater than 500. A stat echo was done and was positive for an effusion. Pericardiocentesis was initiated and about 320cc blood was removed. The pt was then sent to the ICU in stable condition.